Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. Following pre-dilatation with a nc balloon catheter, residual stenosis was 90%. However, when the device was removed, the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.